Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due a signal loss issue. Due to delivery delay, customer became hypoglycemic with a glucose level of 22 mg/dl (result from unspecified device) and experienced sweating and a loss of consciousness. The customer required treatment of oral glucose (15g) from a third-party. The customer further reported that emergency services were called but no additional treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Performed visual inspection on the returned reader and damage to the usb port was observed. The damaged usb port did not affect the readers ability to charge or connect to pc. The isf (interstitial fluid) log was downloaded using approved software. A graph of glucose values was analyzed and it was discovered that no value was recorded, suggesting that there was no sensor activated at the time of the complaint. As a result, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due a signal loss issue. Due to delivery delay, customer became hypoglycemic with a glucose level of 22 mg/dl (result from unspecified device) and experienced sweating and a loss of consciousness. The customer required treatment of oral glucose (15g) from a third-party. The customer further reported that emergency services were called but no additional treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due a signal loss issue. Due to delivery delay, customer became hypoglycemic with a glucose level of 22 mg/dl (result from unspecified device) and experienced sweating and a loss of consciousness. The customer required treatment of oral glucose (15g) from a third-party. The customer further reported that emergency services were called but no additional treatment was indicated. There was no report of death or permanent impairment associated with this event.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due a signal loss issue. Due to delivery delay, customer became hypoglycemic with a glucose level of 22 mg/dl (result from unspecified device) and experienced sweating and a loss of consciousness. The customer required treatment of oral glucose (15g) from a third-party. The customer further reported that emergency services were called but no additional treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection performed on the returned reader and liquid contamination was observed to the internal pins of the usb (universal serial bus) port. The liquid contamination observed to the internal pins may likely result to an unspecified liquid being splashed into the port and contaminating one of the pins. It was determined that the contamination observed was not affecting the readers ability to charge or connect to computer. The isf (interstitial fluid) log was downloaded using approved software. A graph of glucose values was analyzed and no sensor was activated at the time of the complaint. An extended investigation was performed. The damage universal serial bus (usb) port observed in previous phase of the investigation was determined to have no impact to the alarm features of the returned reader. Visual inspection was performed on the returned reader using a digital microscope, and no signs of damage were observed during the inspection. The returned reader was later de-cased and observed to have contamination in various sections of its printed circuit board assembly (pcba) during the secondary visual inspection. These areas included the reader's vibrator circuit, usb port circuit, and ble(bluetooth low energy) antenna. The isf log data was extracted and reviewed. Isf log data from the time of the customer complaint was unavailable due to reader memory constraints. The device was brought to the bench for testing. The reader was paired with a known good sensor and a bluetooth low energy (ble) test was performed. Ble data packets were observed to be missing during testing and further inspection of the ble circuit was performed. The reader was de-cased again and inspected. The contamination observed is evidence of liquid ingress on the reader pcba. Liquid ingress is capable of causing ble connection issue by de-grading critical signal lines required for proper functionality of the reader ble module. User manual informs the user that the reader is not liquid resistant, thus, the issue is due to user error. Therefore, the issue is not confirmed due to user error as contamination was observed in various areas including the ble antenna. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.